Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00298. The device was manufactured may 20-21, 2019. The device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device, indicating that a leak had occurred. Further inspection revealed that the cause of the leak was due to broken tubing at the junction of the white flow restrictor. The white flow restrictor was missing and was not returned with the device. The reported condition was verified. The cause of the broken tubing at the junction of the white flow restrictor could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked and had a missing component. The reporter stated that the device was half empty, and there was no flow restrictor, distal end luer lock connector, or blue winged luer cap attached at the end of the tubing. The device had been filled with 8000mg flucloxacillin in 230ml sodium chloride solution. There was no patient involvement. No additional information is available.